Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation, the left ventricular exhibited loss of capture. The lead was turned off. It was suspected that the lead may have dislodged but chest x-ray confirmed that the lead had not moved. On (B)(6) 2018, the patient presented in clinic and the lead was turned back on and reprogrammed. No further information regarding patient condition.